Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that pc unit, channels a and b were noted to have lost power around 7:00am without alarming and stopped the infusion on the broviac and arterial line. The last time the channels were physically checked was at 6:15am. The biomed was able to duplicate the lost of power on channels a and b with modest pressure which the biomed believes to be inter-unit interface connector (iui) related. However, the biomed was not able to duplicate the loss of power on the pc unit. The customer is inquiring if there were any keys that were pushed between 6:15 to 7:15am and if there is any indication of pc unit losing power by error or battery. There was no consequences or impact to the patient.

Manufacturer narrative:
Investigation conclusion: the complaint of losing power was confirmed during log review and reproduced during testing. The power loss is believed to be the result of a channel disconnection. The report of no alarm was not confirmed. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed, on 11sep2020, suspect device lvp (B)(6) and affected device lvp (B)(6) alarmed multiple times for channel disconnect and recorded the devices were removed and re-added. Testing reproduced audible alarms with the channel disconnect. Device inspection: pcu (B)(6) was received in poor condition. The instrument seal was missing. Dried fluid was observed on the male iui, on the rear case under the female iui, inside the handle and pooled at the front left corner of the rear case. Dried fluid and heavy corrosion observed on the female iui. Female iui broke during disassembly. Damage observed on the top front corners of the rear case. Cracks and fluid observed around rear case screw holes, on top of both iuis, on top and sides of the rear case, and at the bottom screw holes of the keypad. Battery observed manufactured by a 3rd party; keypad cables twisted. Root cause analysis: the probable cause of the complaint of losing power was believed to be the result of channel disconnection. The root cause of the channel disconnection can be attributed to damaged iuis. The root cause of the complaint of not alarming was not identified. Device history review: review of the pcu (B)(6) service history record showed the device had a manufacture date of (25may2007). A review of the device service history record was performed beginning from the date of manufacture to the present date (31dec2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that pc unit, channels a and b were noted to have lost power around 7:00am without alarming and stopped the infusion on the broviac and arterial line. The last time the channels were physically checked was at 6:15am. The biomed was able to duplicate the lost of power on channels a and b with modest pressure which the biomed believes to be inter-unit interface connector (iui) related. However, the biomed was not able to duplicate the loss of power on the pc unit. The customer is inquiring if there were any keys that were pushed between 6:15 to 7:15am and if there is any indication of pc unit losing power by error or battery. There was no consequences or impact to the patient.